Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned

Event description:
As reported by rep: "patient underwent a repair of damaged [right] patella tendon. X3 insert was swapped out as part of 'wash out'".